Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st distal stent wraps with struts raised. Slight deformation was evident to the distal tip. A kink was visible on the distal shaft at 15.5cm proximal to the distal tip. The inner lumen patency was verified. Com code: c50190. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an resolute integrity rx coronary drug eluting stent to treat a mildly calcified and moderately tortuous lesion located in the distal left anterior descending artery exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device. The device did not pass through a previously-deployed stent. It was reported that the physician wanted to apply a direct stent procedure. It was described that the stent failed to cross the lesion. The stent was pulled back and the procedure was stopped. It was also reported that the physician believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status post procedure is alive with no injury. Device analysis 21 nov 17 identified stent deformation